Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316 lot #: 18638362 description: next generation anchor kit-sterile model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn as it were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were swelling and heating at the ipg site. Antibiotics were prescribed. The physician did not suspected that infection was device or procedure related. The patient underwent an explant procedure. The patient was doing well post operatively.